Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a teflon infusion set, with a blood glucose of 464 mg/dl; the caregiver noted a smell of insulin at the infusion site without visible leakage, the school nurse changed the infusion site, and the infusion set lot was later provided as 6011056. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, with glucose trending down to 160 mg/dl after the site change. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.